Event description:
It was reported that the patients lead was having significant fracture. Lead migration and high impedances were also reported. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well and was programmed successfully. The explanted leads will be returned.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/ catalog number: sc-2317-70, serial number: (B)(4), batch/ lot number: 5100346, model/ catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients lead was having significant fracture. Lead migration and high impedances were also reported.

Event description:
A report was received that the patients lead was having significant fracture. Lead migration and high impedances were also reported.